Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was the patient on (B)(6) 2020, and the patient described a sudden increase of the stimulation in the standing and sitting position, but not the lying position, for the past six months. Adaptive stimulation was enabled and the patient told the rep that the amplitude did not change when it was checked on the patient controller. Impedance was within normal range, and the patient couldn't reproduce the sudden increase of the stimulation by changing position. A telemetry printout and device data file were provided. The device data showed that in (B)(6) 2019, the ins date/time was reset to (B)(6) 2011. Device data also showed that the patient had a tendency to let the ins get discharged which caused the patient to lose therapy. Additional information was received from the rep. It was reported that there was no precise date for when the event began. The patient told them that it had been going on for six months. Reprogramming was performed. The causes of the sudden increase of stimulation, the date/time reset, and the ins discharging were all unknown. It was unknown if the event resolved.